Event description:
It has been confirmed the patient exit from the study was due to the patient not completing required follow up, not patient death as previously reported.

Event description:
There were four endeavor sprint otw drug eluting stents implanted in the rca during the index procedure. It is reported that the patient expired approximately 8 months post index procedure; the cause of death is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).